Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, e1 (address and city), h6 full event site address:(B)(6). (Type of investigation, investigation findings, component codes, investigation conclusions) a getinge field service engineer (fse) inspected the unit and confirmed that the ECG cable was damaged and needed to be replaced. The fse replaced the ECG cable (d012-00-1155-02), and performed the factory-specified tests. All tests passed, meeting the requirements for clinical use, and the cable was delivered to the customer.

Event description:
It was reported by customer that the cs100 intra-aortic balloon pump (iabp) had ECG cable was found to be damaged during routine maintenance. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1 event site telephone: (B)(6) a supplemental report will be submitted upon completion of our investigation.